Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.(B)(4)

Event description:
The handle spun around the shaft like it was disconnected and the stent could not be deployed. Another stent was used to complete the procedure. Evaluation of the returned device found the returned protege gps stent delivery system exhibited a breach of the manifold sonic weld. The stent was still located within the deployment system. There was blood residue present on the tip, indicating it had been introduced into the patient. The stent and the deployment system distal assembly exhibited no abnormalities or deformities.